Manufacturer narrative:
Qn#(B)(4). The lot number reported is 18f24f0010. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in ziploc bag. Upon return, the short driveline tubing was noted cut and no longer attached to the iabc bifurcate. The supplied 30cc inflation driveline tubing was noted connected to the returned portion of the short driveline tubing; dried blood was not-ed in the tubing. The one-way valve was tethered to the short driveline tubing. Upon return, the device was in two separate sections. The total length of the first section was approximately 62.4cm and included the iabc distal tip and the central lumen. The supplied guidewire was noted inserted through the iabc distal tip. Various bends were noted near the iabc distal tip. Blood was noted on the iabc central lumen. The total length of the second section was approximately 50.2cm and included the outer lumen and the proximal end of the bladder membrane. The bladder was noted dam-aged and was consistent with being torn. The middle and distal end of the bladder membrane were not returned with the sample. Various damages were noted to the iabc bladder membrane. Under microscopic inspection, the bladder membrane was noted torn from approximately 44.6cm to 45.5cm from the end of the iab outer lumen. A puncture to the bladder, consistent with contact from a sharp object, was noted at approximately 48.9cm from the end of the outer lumen. Abrasions were observed from approximately 47.3cm to 49.5cm from the end of the outer lumen. Dried blood was not-ed on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer videos were reviewed. The videos show the iabc bladder under fluoroscopy. The bladder thickness was measured with measurements ranging from 0.0050in-0.0067in and was within specification of process document. Due to the returned state of the device, functional testing of the iabc was unable to be performed. The oneway valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "there was a thrombus in the balloon catheter which prevented its withdrawal" is confirmed based on the visual inspection. Upon return, various damages were noted to the iabc central lumen and bladder membrane. An incomplete device was returned cut in multiple areas and in 2 separate sections. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported to teleflex on (B)(6) 2024 by the customer " [the user] found there were blood in the gas tube three days later after iabc insertion, so they decided to withdrawal the balloon in cath lab. The operator failed to withdrawal the balloon and the fluoroscopy showed that the deflated balloon was stuck in right common iliac artery that totally blocked the blood supply of right lower limb. They cut the in vitro fraction of the balloon catheter and inserted a larger profile sheath to try to withdrawal the balloon. Unfortunately, the distal part of the balloon was ruptured and remained in the artery. Three stents were implanted to open the artery and fix the residue". Additional information received on nov 14, 2024 from the same individual at the health care facility states that the patient was discharged from the hospital and later died at home. The customer was asked if there was any information from the physician as to whether they believe the iab potentially contributed to the patient's death. The same individual at the health care facility responded, "unable to provide the information".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported to teleflex on 28-oct-2024 by the customer " [the user] found there were blood in the gas tube three days later after iabc insertion, so they decided to withdrawal the balloon in cath lab. The operator failed to withdrawal the balloon and the fluoroscopy showed that the deflated balloon was stuck in right common iliac artery that totally blocked the blood supply of right lower limb. They cut the in vitro fraction of the balloon catheter and inserted a larger profile sheath to try to withdrawal the balloon. Unfortunately the distal part of the balloon was ruptured and remained in the artery. Three stents were implanted to open the artery and fix the residue". Additional information received on nov 14, 2024 from the same individual at the health care facility states that the patient was discharged from the hospital and later died at home. The customer was asked if there was any information from the physician as to whether they believe the iab potentially contributed to the patient's death. The same individual at the health care facility responded "unable to provide the information".